Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported aortic insufficiency as well as a direct correlation to the device could not be conclusively determined through this evaluation. The research abstract (see attached) titled ¿left ventricular assist device shear stress quantification utilizing computational fluid dynamics: using physics and physiology to optimize programmable flow algorithms¿, reported the following information: computational fluid dynamics (cfd) simulations were performed on a patient with a heartmate ii left ventricular assist device (lvad). These simulations were compared to those performed substituting in hvads with or without lavare cycle, heartmate 3 lvads in continuous mode or with artificial pulse and newer flow algorithms including co-pulsation and counter-pulsation modes. Using a lumped-parameter-model (lpm), which had been calibrated with patient specific ventricular volume changes from CT and hemodynamic tracings, the lvad flow was calculated. The lvads were implemented using published h-q curves and the shear stress and platelet activation for each flow algorithm and pump type were quantified. The results of the simulations revealed that wall shear stress was greater with the hvad than with the hmii or hm3. Compared to the hm3 in continuous mode, there was a 42% increase in shear stress in the aortic and carotid arteries with an hvad and adding in the lavare cycle had little effect on these results. Platelet activation was also the greatest in the carotid arteries with an hvad. It was also noted that when an artificial pulse was added to the hm3, there was a 168% increase in shear stress in the ascending aorta. This study concluded that the cfd analysis revealed that the artificial pulse mode in the hm3 lvad increases wall shear stress in the ascending aorta, which could provide an explanation for the high rates of aortic insufficiency connected to this device. Similarly, the results also revealed higher shear stress rates in the carotid arteries with hvads which could provide an explanation for the higher residual rates of stroke. The study further stated that these findings should be explored further. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number were documented as unknown and the device was implanted at time of event. The date of event has been entered as the same as the published date (april 2020) since the date of data collection was not provided. The article is cited as follows: j. Grinstein et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s344. Doi: 10.1016/j.healun.2020.01.389, university of chicago, chicago, il. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿left ventricular assist device shear stress quantification utilizing computational fluid dynamics: using physics and physiology to optimize programmable flow algorithms¿ identifying that the heartmate 3 is related with increase in shear stress throughout the ascending aorta. The aim was to evaluate the flow algorithms and their impact on shear stress and platelet activation. Shear stress and platelet activation were quantified for each flow algorithm through computational fluid dynamics. The artificial pulse to the heartmate 3 flow algorithm led to a 168% increase in shear stress (0.363 vs 0.139 pa) throughout the ascending aorta. This result may represent a plausible mechanism to explain the high observed rates of aortic insufficiency seen with the heartmate 3.